Manufacturer narrative:
The insulin pump was received unable to perform occlusion test and basic occlusion test due to completely broken off reservoir tube lip also, the reservoir unable to lock into place due to reservoir completely broken off. However, the currents are within specification and the insulin pump passed rewind test, basic occlusion, prime, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads and cracked lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that the reservoir tube lip was broken causing the reservoir to fall out. Customer also reported low blood glucose level of 30 mg/dl, and treated with juice. Customer stated she did not believe in the insulin pump, but declined to troubleshoot. Customer's product was replaced and was returned for analysis.